Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint could not be verified due to the product not being returned for failure investigation. Based on the DHR review, there is no abnormality that may influenced luer taper. H3 other text : see h.10.

Event description:
It was reported that hypoint ndl22ga1-1/2in tw needle was loose. This was discovered before use. The following information was provided by the initial reporter: the rapporteur reported that during the preparation of the product, when injecting the diluent in the bottle, the needle came loose and part of the diluent was wasted. The needle was well fitted by her, as she is already used to the procedure.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9155553, medical device expiration date: 2024-06-30, device manufacture date: 2019-07-22, medical device lot #: 9009925, medical device expiration date: 2024-01-31, device manufacture date: 2019-02-19. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that hypoint ndl22ga1-1/2in tw needle was loose. This was discovered before use. The following information was provided by the initial reporter: the rapporteur reported that during the preparation of the product, when injecting the diluent in the bottle, the needle came loose and part of the diluent was wasted. The needle was well fitted by her, as she is already used to the procedure.